Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have gone to the emergency room on january 9, 2016 with blood glucose of 730 mg/dl and high ketones. Customer had symptoms of dry heaving and dizziness. Customer was treated with IV and insulin pump was disconnected. Troubleshooting was performed on insulin pump. Customer reported that there were no leaks or air bubbles found. Customer declined further troubleshooting and would contact healthcare professional.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.